Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided by the complainant. Visual inspection confirmed the complainant's experience of seal component separation. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown. Event description: mr [name] was placing a bag down a ctf33 with a grasper during the procedure. The bag was not on an introducer. As he did so the seal from inside the seal housing came dislodged and caused loss of pneumoperitoneum. Rubber seal part was removed and the patient was unharmed. Able to continue with procedure. Port and rubber seal part was disposed off due to it being very contaminated. Type of intervention: rubber seal part removed. Patient status: unharmed.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: mr [name] was placing a bag down a ctf33 with a grasper during the procedure. The bag was not on an introducer. As he did so the seal from inside the seal housing came dislodged and caused loss of pneumoperitoneum. Rubber seal part was removed and the patient was unharmed. Able to continue with procedure. Port and rubber seal part was disposed off due to it being very contaminated. Type of intervention: rubber seal part removed. Patient status: unharmed.